Event description:
In this event it was reported that a patient experienced an allergic reaction within one hour of using impressix color change alginate. The reported symptoms were swollen eyes, hives and a rash on the patient's face. The patient went to the emergency room and was prescribed a "benadryl type" medication. The symptoms abated within 24 hours.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.